Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an ICD (gali 4lv sonr crt-d 2844 s/n (B)(4)) was implanted on (B)(6) 2022 without problems, the parameters were programmed and the patient and leads data were entered. The session was closed and the ICD was interrogated again and a message appears indicating that the patient data is missing, and when checking it all the fields are empty. On (B)(6) 2022 during another ICD implantation (ulys df4 vr - 2240 s/n (B)(6)) after entering the data and programming, the same message appeared after reinterrogating and there are no patient or lead data were displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. H11. Corrected data: g3.3. Date received by manufacturer changed to 17/01/2023 as software analysis received

Event description:
Reportedly, an ICD (gali 4lv sonr crt-d 2844 (B)(6) was implanted on (B)(6) 2022 without problems, the parameters were programmed and the patient and leads data were entered. The session was closed and the ICD was interrogated again and a message appears indicating that the patient data is missing, and when checking it all the fields are empty. On (B)(6) 2022 during another ICD implantation (ulys df4 vr - 2240 (B)(6)after entering the data and programming, the same message appeared after reinterrogating and there are no patient or lead data were displayed.